Manufacturer narrative:
The customer reported that the unit powers up in configuration mode. The customer evaluated the device, and determined that the bezel keypad had failed. He replaced the bezel keypad which resolved the reported failure.

Event description:
The customer reported that the unit powers up in configuration mode.